Event description:
On 07/29: customer reports during an unknown type of procedure, the staff could not get table monitors to work. Physician was able to see the control room monitor; procedure completed with no further event. No reported injury.

Manufacturer narrative:
Biomed troubleshot the reported issue, and determined that the monitor power supply was not operating as intended. The biomed replaced the monitor power supply. The system is functioning according to specifications.